Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 413 mg/dl. The customer was unable to navigate through pump to administer correction dose. The device will not be returned for analysis.